Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
The patient reported experiencing low (<20 mg/dl) blood glucose while wearing the pod on her abdomen for between 4 and 24 hours. She stated that, while suspended, it continued to give insulin which caused her to require medical attention at the hospital. She was taken to the hospital via ambulance and was diagnosed with extreme low blood sugar, no specific levels were provided. The patient was told that the reason her blood glucose was going low was because she had an infection in her peritoneal dialysis line and she stated it was not product related. Treatment included glucose.